Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebx1081 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient's arm was found swollen when chemotherapy was being performed. Immediately asked a PICC specialist nurse for examination, and rupture was found 2cm from the placement site. Trimmed the catheter and used a new extension tube for attachment.